Manufacturer narrative:
D4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted in the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the lead, advancement was made to the rv coil and would progress no further. Upsizing to a 16f glidelight, progress was made to the tip of the rv lead, and with gentle traction, the lead would not release. Counter traction and pulling on the lead continued without use of the laser; however, the patient's blood pressure suddenly dropped. Rescue efforts began, including pericardiocentesis and sternotomy. A perforation in the rv was discovered and repaired, and the rv lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld ez providing traction within the rv lead, when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.